Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product is in route.

Event description:
It was reported that the patient's family member tripped over the monitor cable which was connected to the patient's controller. The controller fell over the side rail causing the driveline to disconnect. The nurse reconnected the driveline cable but when the vad coordinator arrived she determined that the driveline was loose and disconnected again. She then exchanged the primary controller for the back-up and the driveline was found to be stable. The patient reportedly tolerated the controller exchange. No further information was provided.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump driveline cable (hw24684) was not returned to manufacturer for evaluation. The controller (con191691) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Review of the manufacturing records of hvad pump (hw24684) revealed that the device met specifications prior to release. Log file analysis revealed multiple vad stopped alarms logged on april 04, 2016, these vad stopped alarms were caused due to disconnection of the pump from the controller. The reported event could not be confirmed since there were no alarms logged on the reported event date (B)(6) 2016. Analysis of the controller revealed that the device met specifications; the controller passed visual inspection and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the driveline disconnection can be attributed to the force exerted to the components/connections when the controller fell down as described in the event details. Driveline cable - hw24684/ 1104 - expiration date: 09/30/2017 / device manufacture date: 09/01/2015. (B)(4).

Manufacturer narrative:
Additional information received indicates that at the time of the event, the patient was still hospitalized after his hvad implantation. The site reported that the patient was "de-conditioned" and that his admission was therefore extended. The site stated that the patient's driveline had become disconnected for approximately twenty seconds and that he was asymptomatic during this period. No further issues were reported after the patient's driveline was reconnected to the new controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.